Event description:
Per the audiologist, the patient reported that the receiver/stimulator wasp partially exposed in 2008. There was no pain reported and the device was "functioning well". At about one month later, the surgeon closed the wound using a split thickness skin graft. Reportedly, the wound was "healing well". At approximately two months later, the patient reported an infection and was treated with antibiotics and typical wound care. At about one month later, the device extruded. The patient's device was explanted about 12 days later, and reimplant surgery is being considered at a later date.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.